Manufacturer narrative:
UDI: (B)(4). Investigation of this event is ongoing.

Event description:
As reported through implant patient registry (ipr), the patient had two 29mm sapien 3 valves placed in the pulmonic position. A 23mm was placed after a 29mm, due to "leak". It is unclear if it was central or paravalvular leak (pvl). Per report, there was no valve issue, but "sizing issues with the patient".

Manufacturer narrative:
Correction to b.1 b.5 update to g4, h1, h6, h.10  the valve was not returned to edwards for evaluation as it remains implanted in the patient. The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 3% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = (B)(4) at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are (B)(4) visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the exact cause of the central leak is unknown, but it likely related to the ¿sizing issue with the patient¿. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through implant patient registry (ipr), the patient had a 29mm sapien 3 valve placed in the pulmonic position. A 23mm was then placed after a 29mm, due to central leak. Per report, there was no valve issue, but "sizing issues with the patient".

Manufacturer narrative:
Correction to previous supplemental report. The previous report indicated that h1 was updated, but it should have stated h2 was updated (to reflect a correction and additional information). This supplemental is to correct the statement in the previous h10.

Manufacturer narrative:
Reference CAPA-20-00141.